Manufacturer narrative:
In the previous report, it was reported as a serious harm/injury. As per pms decision received, it will be reported as a non-serious harm/injury. In this report, box b, g, h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, frequent headaches, bloody nose, fatigue, phlegm, dry throat/mouth, frequent headaches, bloody nose, fatigue, phlegm, dry throat/mouth. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.